Event description:
A pt's lumbar arteries were coiled prior to implantation of a gore excluder aaa endoprosthesis. In 2004, a core excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. A type ii endoleak was identified and in late 2006, the pt's lumbar arteries were coiled once again. However, the type ii endo leak persisted and the diameter of the pt's aneurysmal sac increased. It was reported that the physician will continue to monitor the pt.